Event description:
I am reporting problems with the philips respironics recall. There are two concerns. The first is that after updating information to prioritize the recall, philips website provides incomplete information for the consumer. My second concern is that it appears the philips is delaying repair of devices based on matching devices to durable medical equipment vendors. My device has not been matched and there is no information on philips site about how to effect a match. Since the device is defective, philips should be replacing or repairing the device without the need for contacting third parties. I believe this process is slowing the replacement of my device and I am concerned about my health during the delay. FDA safety report ID #: (B)(4).